Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had her device replaced on (B)(6) 2015. The patient stated it was replaced because it had completely died and wouldn't charge. The patient stated she tried eight trickle charges then the implantable neurostimulator (ins) was replaced. Patient services asked when she first tried to charge the ins and wasn't able to, the patient stated 2012. The patient said she met with a device manufacturer's representative (rep) in the summer of 2015 and he said if it wouldn't charge, it was completely dead and needed to be replaced. The patient stated the reason she didn't have the ins replaced sooner was because one year she broke her right foot and in (B)(6) 2014, she had surgery on the left foot. The patient said her ins was replaced, but not programmed. She had the staples removed on monday and they were expecting a rep to be there but wasn't. She said she has an appointment tomorrow and was told someone would be there to program her ins. Medical history includes lumbar radiculopathy. The rep reported he did remember seeing the patient, but did not mark the date on the calendar. He stated late july sounds about right for when he initially determined the device needed to be replaced. He stated the patient did recently have a new ins implanted. The date of that was (B)(6) 2015. If additional information is received, a supplemental report will be submitted.